Event description:
It was reported that the wire pulled back during delivery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anatomy. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that the catheter was inserted from outside the body into the body, and delivered up to the platform, however, the burr suddenly popped out of the guiding catheter and jumped out. The brake was released during delivery. The issue occurred on dynaglide mode, and as it persisted, it was delivered without rotation, however, the same issue recurred. The wire was free upon pressing the brake release button. The wire was gradually retracted from the time of insertion, however, a sudden jump occurred when it came out of the guiding catheter. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Inspection of the device did not identify any damages or defects. Analysis was performed using the returned rotawire which was within the device upon return. During testing, the returned wire was found to have a severe kink near the middle of the wire which caused resistance during removal. After brake testing the wire was able to be removed with resistance present due to kink present. Reinsertion was not completed due to the severity of the kink present. With the returned rotawire in place, the rotapro advancer was connected to the rotapro console system. During testing, the brake defeat button was pushed, and the brake was able to engage and disengage with the wire without issue or resistance. It was noticed that during this test, when the brake released the wire, the wire had irregular movement as the wire was advancing through the rest of the device.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the wire pulled back during delivery. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified anatomy. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that the wire pulled back during delivery. After repeatedly removing it from the body and confirming that there were no problems with the product, the same thing happened. The procedure was completed with another of the same device. No patient complications reported.